Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump battery could not be charged and the battery gauge was fluctuating. The customers blood glucose value was 219 mg/dl. Customer was able to adjust charger and pump charged successfully. The customer continued to use the pump for insulin therapy.